Event description:
(B)(6) 2020 : after product was used on patient, a point-like crack was found in the wound. However, it was judged that this was not a major problem, so the procedure was over. On (B)(6) 2020 : the crack of wound widened, the product was exposed out of the wound. Therapy date : (B)(6) 2020 (gentamicin was applied, and this product was fixed by tape.)